Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. It was determined the issue was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.